Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an error has been reported while removing and reattaching the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 27-nov-2024. H3: one device was returned for repair in used condition with complaint that an error occurred while removing and reattaching the cassette. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed, and the reported problem could not be duplicated. The problem was confirmed with event log history. Fluid ingression was found inside the pump, and it is suspected to be the cause of the reported issue. The main board and downstream occlusion sensor were replaced, and the device passed all functional tests.